Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted because the wire could not pass the iliac artery near bifurcation. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to heavy iliac disease. Due to aortofemoral disease too severe, interdisciplinary consensus was to abort case to avoid risk of aortic perforation. The device passed all post sterile inspection checks.